Event description:
It was reported that the pump basal rate should be set to 10.5 units however, the pump is displaying 0 units.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the black box history showed that a user modified the setting in the pump resulting in a zero unit basal rate. During investigation the pump was exercised for 24 hours without issues.